Event description:
The patient was receiving treatment on the cellex machine and an alarm appeared on the screen "smart card full". We called therakos technical support and continued and finished the treatment. Awaiting response from MFR.